Manufacturer narrative:
Product event summary: subsequently, the full lead was returned and analyzed with no anomalies found. There was blood, body tissue, and fibrotic growth covering the distal electrode and the helix was bent. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. The sensing integrity counter (sic) went up to 47358 counts within 7 days ¿ which triggered an alert ¿ and there were episodes ¿ specifically 2 or more high rate non-sustained episodes with a v-v cycle length of less than 220 milliseconds stored as well. Evidence of oversensing and shocks were noted on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead dislodging to the level of the tricuspid valve. The lead was oversensing far-field p waves and when combined with the patient's underlying sinus tachycardia, the device also did not detect appropriately. Due to the psychological trauma associated with the shocks, the device and lead were explanted. The physician elected to prescribe a lifevest while discussing long-term primary prevention options with the patient. No further patient complications have been reported as a result of this event.